Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
The customer reported that they had a speaker malfunction. It was confirmed that an inop was displayed and that no patient was harmed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).